Event description:
Customer's daughter states that the customer obtained a reading of 215 mg/dl on the advantage meter at 0145, and was acting "a little out of it." Customer's meter then read 288 mg/dl at 0430, and customer was sweating, cold, and shaky. Daughter called the paramedics, who arrived at 0445 and tested the customer at 19 mg/dl on their meter. Paramedics treated customer with glucose tablets and took him to the hospital. An unknown time later, the customer was tested at 23 mg/dl on the paramedic's meter at the hospital. Customer was admitted to the hospital and treated with food and glucose tablets. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.